Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6-12f mynx control venous vascular closure device (vcd) pulled out with the balloon still inflated and the sealant stuck to the shaft. The staff had to hold pressure to close the venotomy. The device was used after a pulse field ablation with a non-cordis farapulse. The physician had pulled the tension line to "marry". The other two access sites closed without fail. The physician tried to close the 10f venotomy site and inserted the mynx and inflated the balloon. As he pulled the device to line up the tension line, the balloon pulled through while still inflated and the sealant was still intact on the catheter shaft. They set aside and held pressure. The other 2 sites closed without fail. It is believed the physician may not have inflated the balloon fully or by the time he locked it in place it deflated a little. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 6-12f mynx control venous vascular closure device (vcd) pulled out with the balloon still inflated and the sealant stuck to the shaft. The staff had to hold pressure to close the venotomy. The device was used after a pulse field ablation (pfa) with a non-cordis farapulse. The physician had pulled the tension line to "marry". The other two access sites closed without fail. The physician tried to close the 10f venotomy site and inserted the mynx and inflated the balloon. As he pulled the device to line up the tension line, the balloon pulled through while still inflated and the sealant was still intact on the catheter shaft. They set aside and held pressure. The other 2 sites closed without fail. It is believed the physician may not have inflated the balloon fully or by the time he locked it in place it deflated a little. One non-sterile 5f mynx control venous closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed while button 2 was not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was not returned for evaluation. The sealant sleeves were observed retracted, as expected due to button 1 already being depressed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal conditions. A kinked portion of the core wire near the sheath catch was observed and there was a separation of the inflation lumen extension tubing. Additionally, documentation from the decontamination lab indicated that the sealant was present and exposed when the client sent the unit, consistent with button 1 being fully depressed. The apparent absence of the sealant was attributed to its removal during the decontamination process. A dimensional analysis using the go/no-go fixture could not be executed due to a separation of the inflation lumen extension tubing. The functional inflation/deflation test could not be performed due to inflation lumen extension tubing separation. An initial attempt to depress button 2 could not be completed, as high resistance was observed and balloon retraction did not occur. The internal components of the device mechanism were reviewed, and no abnormalities were found. To address potential interference, a peroxide cleaning was performed to remove possible adhesive organic material generating friction between the outer cartridge and the core wire. After this cleaning, button 2 was successfully depressed, achieving complete actuation and the expected balloon retraction. Review of the unit by the product engineering team (pet) determined the failure was not related to the manufacturing of the device. A product history record (phr) review of lot f2512603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-pull through¿ could not be observed through analysis of the returned device since dimensional analysis of the balloon could not be performed and due to the nature of the complaint. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the information available for review and product analysis, procedural/handling factors possibly contributed to the balloon pull through experienced as it was stated that the physician may not have inflated the balloon fully or the balloon deflated a little before being locked. However, because the inflation lumen extension tubing was received separated, the balloon¿s inflated dimensions could not be verified. Regarding the device conditions that were not reported by the user, the separated inflation lumen extension tubing and the kinked/bent corewire were likely due to handling factors after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also instructs during step 1: position balloon, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is clearly visible to the user. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side and close stopcock. Align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy. Neither product analysis, phr review, pet review, nor the available information suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2512603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.